Event description:
An unk customer was inoculating a blood culture vial and felt that the stopper was hard to penetrate. The piston of the syringe jumped and the user had some blood splatter in face and eyes. Several attempts have been made by phone, written, and electronic communication to identify the customer, the event date, any medical treatment and the lot number affected. All have been unsuccessful. There is no indication that the user has had any medical problems since the event.